Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventive maintenance of the device, the service representative reported, the string release on the battery cable was broken. The device was returned for further investigation. Since the event occurred during this event.